Event description:
It was reported that, "retention tube remained on iab; physician insisted on inserting iab which then did not fully unwrap". As a result the iab was removed and replaced. The patient was ultimately supported on the second iab with iabp therapy and remained stable throughout the case. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). N/a other remarks: n/a corrected data: n/a.